Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller stated the pump will unexpectedly shut down on its own when he¿s trying to deliver a bolus or during normal operations. Pump completely went blank during the call on 2 instances, and e-2 battery empty did not display in the pump's error data. No adverse event alleged. A request was made for the return of the device.